Event description:
It was reported that a spectrum pump had an issue of direction flow label missing during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, missing direction of flow label was reproduced. Evaluation performed a visual inspection and observed direction of flow label is missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be missing flow label. The case shimming will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.